Event description:
According to a hosp discharge report rec'd from the initial reporter, the bjork-shiley convexo-concave mitral heart valve was replaced due to a severe paravalvular leak and "vegetations present". According to the report, a diagnosis of infective prosthetic endocarditis was made and the pt had clinical signs of sever mitral regurgitation. Upon explant, it was noted that the mitral valve was grossly infected, two large vegetations were present, and there was severe posterior dehiscence with severe mitral regurgitation. During surgery, a temporary pacemaker was implanted. During the post-operative hospitalization period, the pt required prolonged ventilatory support and a tracheostomy was performed. The pt developed a respiratory tract infection and acute renal failure. According to the discharge report, the pt also sustained neurological impairment resulting in left sided weakness. Prior to discharge from the hosp, the pt had a permanent pacemaker implanted. The pt was discharged from the hosp approximately 50 days after admission. Upon discharge, the pt's neurological status was reported as improved with slight left leg weakness.